Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage on the electronic assembly. It was unable to perform a displacement test due to unresponsive buttons. Device had corroded motor assembly. Device had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
Customer's father reported via phone call that the customer went into the ocean wearing the insulin pump. It was stated that there is fluid under the lcd display. Blood glucose value was 100 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.